Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As this was considered an isolated instance of non-reproducible results, a general reagent problem could be excluded.

Event description:
There was an allegation of questionable acth elecsys e2g results from a cobas e 801 module. The serial number was requested but was not provided. The sample from (B)(6) 2022 was sent for investigation and tested on a cobas e 801 module and a cobas e 602 module. Refer to the attachment to the medwatch for patient data. The questionable results were reported outside of the laboratory to the physician. The customer believed the results from (B)(6) 2021 and (B)(6) 2022 were incorrect but believed the results from (B)(6) 2022 were correct.